Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recv3534 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported via ms&s that "PICC nurse observed a lot of leaking at the insertion site on one of her patients." On (B)(6) 2019: it was reported "pt experienced serous or serosanguinous oozing from PICC site almost from day it was placed. The dressing had to be changed at least every other day due to the guardiva being totally saturated with fluids leaking under the dressing out to the edges. It is also reported that the PICC line had intermittent problems aspirating blood. No patient harm was reported and a new PICC was placed (B)(6) 2019."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was unconfirmed because the problem could not be reproduced. The product returned for evaluation was a 5fr d/l powerpicc ft catheter. The sample contained usage residue throughout with layers of clear sticky residue on the extension leg and molded joint. Gross visual evaluation of the device found no damage or potential leakage source. Functional testing using water and a 12ml syringe confirmed that the catheter was patent to infusion but no leakage occurred. Further flow testing included pressurizing the catheter with the same syringe and manipulating the interfacing components of the catheter and this testing also resulted in no leakage. As the catheter did not leak during testing, and no potential leakage source was identified during the evaluation, the complaint was unconfirmed. The complainant had indicated that leakage occurred at the insertion site. A perceived leak could be explained by the formation of a fibrin sheath at the catheter tip and subsequent redirection of injection fluids back through the insertion site. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of recv3534 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via ms&s that "PICC nurse observed a lot of leaking at the insertion site on one of her patients." 1/22/19: it was reported "pt experienced serous or serosanguinous oozing from PICC site almost from day it was placed. The dressing had to be changed at least every other day due to the guardiva being totally saturated with fluids leaking under the dressing out to the edges. It is also reported that the PICC line had intermittent problems aspirating blood. No patient harm was reported and a new PICC was placed (B)(6) 2019."